Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s dexcom g7 glucose readings displayed on the dexcom app but did not populate on the ilet, consistent with a cgm pairing failure to the ilet; the user was guided through the ilet menu to switch cgm sensor settings and start the sensor, after which the sensor connected and glucose values appeared on the ilet. Symptoms included no adverse clinical effects. Outcomes included no change in clinical status and no need for medical intervention. Investigation included technical troubleshooting and user education by customer support. Investigation of this case revealed successful reconnection of the cgm data stream to the ilet after guided setup steps, with normal function thereafter. It was concluded that the event was related to a pairing or configuration issue that resolved with standard troubleshooting, with no patient harm.